Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the e207 error code was displayed due to a damaged socket cable connected to the emergency lamp; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source displayed an error code (e207) and occurs when in use. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source displayed an error code (e207) and occurs when in use. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.